Event description:
(B)(6) surface antigen would have been reported for this pt; however, we had lowered our cut-off due to a drop in our pt pool quality control at/near the cut-off. Ortho does not provide controls at/near the cut-off. We contacted ortho that we saw a drop in our pt pool values but ortho was more concerned if their controls were within range. The f/u from ortho was that they did not expect that we had a problem and our pt pool variation could be due to a freeze/thaw cycle from our controls. We decided to lower our cut-off to include pts that would have not been included in the MFR's recommended cut-off. In this particular pt, the signal to cut-off ratio was 0.61 - below the recommended cut-off from the MFR (1.0 s/c). We decided to send the result out for confirmation. The pt's sample was confirmed (B)(6) (via another MFR/platform). The MFR was notified. Just on a clinical note - physician did expect that this pt had chronic (B)(6) - a (B)(6) result would have not matched clinical picture. Reference (B)(4).